Manufacturer narrative:
A tear was observed on the soft cannula and fluid was observed leaving the tear. Due to the tear, fluid was unable to pass through the entire fluid path and out the distal tip of the soft cannula. The timing and cause of this damage is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 22.9 mmol/l (412.2 mg/dl) while wearing the pod on the arm between 4 and 24 hours. A new pod was applied to treat the hyperglycemia.